Manufacturer narrative:
The investigation of automated imeplla controller (aic) - controller error (yellow alarm) has been completed. The root cause of the loss of communication and thus system self check failure was contamination of the power battery manager (pbm) resulting from corrosion of the copper traces from leakage of supercapacitor electrolyte based on the data analysis and device evaluation the following have been reported incorrectly or missing from manufacturer device report. D2 common device name e2 health professional should have been selected as no. F6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing. H5 labeled for single use should have been selected as no. H8 reuse should have been selected for usage of device.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us complainant had a console fail during support. The failing automated impella controller (aic) alarmed "console error". The console remained functional without obvious issue. The team replaced the aic with a backup per instructions for use (IFU) recommendations. No patient or injury from the interruption.